Event description:
Staff reported rupture of device. The affected side is unknown. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional email address (e1): (B)(6) continued phone number (e1): (B)(6) additional address e1: (B)(6). Photo analysis: device photograph(s) for the device related to the reported event of rupture was reviewed. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported right side "rupture". Device has been explanted and replaced.